Event description:
String came unattached... Had to go to the ER to get tampon removed [foreign body in reproductive tract] . Uncomfortable - vagina [vulvovaginal discomfort] . Uncomfortable to use - tampon [medical device site discomfort] . Unwoven... String came unattached- tampon [device breakage] . Case narrative: consumer reported via email that the tampon string came unattached. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.